Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized two to three weeks prior to the initial call with a blood glucose level of 19 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that the programing on their insulin pump was correct. The customer did not troubleshoot and did not send the product back for analysis. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to drop.